Event description:
It was reported by service report that the 5th wheel assembly was not working, it would allow the stretcher to slide sideways and not holding properly. The customer could not determine if there was patient involvement or if there were adverse consequences to report.